Manufacturer narrative:
Outcomes attributed to adverse events: other - udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the k-wire snapped into three pieces during use in the patient. Part of the k-wire remained in the patient.